Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having spillage and urinating when the therapy was supposed to be working and it was causing some problems. Patient stated they were leaking all along and the therapy worked perfectly for the first week after implant. Patient said there were days they had to come home and change their clothes and they had a lot of small leakage and had to wear a pad. Patient went to the doctor and said that they want this to be removed and get back to pills even when they didn't want to take pills, and the physician's assistant (pa) said maybe they needed to increase the intensity. Patient was at 2.9 and if they went up it was uncomfortable for them. Patient mentioned they had an infection and was told to take antibiotics to get rid of the infection and that could help with the therapy. The patient will maintain intensity level. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the infection has been resolved. The hcp confirmed that the device removal or replacement was not planned.